Event description:
It was reported that two hours post implant, the lead exhibited high impedance and loss of capture. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.